Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified shunt limb. An encore 26 inflation device was selected for use; however, it was noted that the pressure did not increase and the procedure was cancelled. No patient complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the gauge needle was at 0 atm when received. The device does not have visual defects. Functional testing was performed and the device was within specification. The unit was primed with 5 ml of water before withdrawing the plunger to create a vacuum. There was no bubble leakage.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the severely calcified shunt limb. An encore 26 inflation device was selected for use; however, it was noted that the pressure did not increase and the procedure was cancelled. No patient complications were reported and patient was good post procedure.